Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an airway dilatation procedure performed on an unknown date. Prior to the procedure, the device was opened and a distal rupture was noticed on the balloon. There were no patient complications reported as a result of this event. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
Initial reporter phone: (B)(6). Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.